Event description:
The international customer reported the device was in s/t mode and began alarming and the pt's oxygen saturation dropped to 60 percent. The customer reported the device was displaying a vent inop message indicating a data acquisition pcba adc reference failure. Per the device operator's manual, upon occurrence of a data acquisition pcba adc reference failure, the user must provide alternative ventilation and have the ventilator serviced. The customer did not provide the pt's oxygen saturation value pre-event. The customer reported the pt was placed on another device and there was no permanent harm or injury. The device is being sent to the manufacturers service facility, with evaluation and testing for the reported problem pending.

Manufacturer narrative:
Device evaluation in progress.